Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reaq1757 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after inserting the catheter into the patient, leakage was found from the catheter. This report addresses the second of two devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: a 2 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed no obvious use residue. Sample was flushed with a 12 ml syringe of water. Sample found to be patent to infusion and aspiration. No leaks were observed, even when it was pressurized. A lot history review (lhr) of reaq1757 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after inserting the catheter into the patient, leakage was found from the catheter. This report addresses the second of two devices.